Event description:
The spouse of a home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/3 of their automated peritoneal dialysis therapy. Per initial report, a supply line was removed from a supply bag and reconnected to a different supply bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home patient.